Manufacturer narrative:
Correction on initial report: d.1, d.4, g.5 & h.4. Additional information provided: h.7 & h.9

Event description:
It was reported that the pcu keypad needed to be replaced due to unresponsive buttons.

Manufacturer narrative:
Corrections: d1, g5 investigation conclusion: the customer reported complaint of the keypad being replaced due to unresponsive buttons was evaluated. The keypad was confirmed to have various faulty keys. Test results identified that various keys did not function on the keypad. The system on key functioned and the ac indicator light did illuminate after plugging in the power cord. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. There was no patient involvement (npi). Device inspection: external and internal inspection was performed on (qty 1 printec p/n tc10010217). During internal inspection, the keypad was found with signs of fluid ingress where the flex cable meets the circuit layer. During external inspection, the keypad was in good condition with no issues observed. Root cause analysis: the proximate cause of the customer¿s experience with keypad failures is suspected to be associated to keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module (B)(6) service history record showed the device had a manufacture date of 02apr2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 26oct2020 and indicated that this device has not been returned to service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a front case keypad assembly was provided for the investigation.

Event description:
It was reported that the pcu keypad needed to be replaced due to unresponsive buttons.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the pcu keypad needed to be replaced due to unresponsive buttons. There was no patient involvement.